Manufacturer narrative:
Part: 388.720, lot: t159279, manufacturing site: (B)(4), release to warehouse date: december 13, 2017. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the complaint condition is confirmed. There is a round (rod) shaped piece broke out at both cutting edges of the bolt cutter. Otherwise is the device in a good condition. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Please refer the surgical techniques matrix spine system ¿ degenerative; in this is noted; the uss rod cutting and bending device must be used to cut cobalt chromium rods (art. 388.750). Summary: the received condition agrees with the complaint description and the complaint therefore, is confirmed. We assume that the damage of the cutting edges is occur while a cobalt chrome rod was cut, which is confirmed by the rod-shaped fracture face that is typical when an extra hard cobalt chrome rod is cut with the bolt cutter 388.720. In this relation, the corresponding surgical techniques must be mentioned with the clear statement that the uss rod cutting and bending device (388.750) must be used to cut cobalt chromium rods. Based on that, it can be concluded that use error, by not following the surgical technique, caused the complained malfunction. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. The root cause was identified during the performed customer quality (cq) evaluation and therefore the in the investigation flow listed remaining investigation steps "dimensional inspection:" are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that the cutter blade of bolt cutter was stripped. Pieces of the blade sprung off. Another instrument was available. No parts went into the patient. Surgery was completed successfully with no delay. Patient was well following the procedure. This report is for a rod cutter. This is report 1 of 1 for (B)(4).